Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was trying to tie a surgical mask on his head so she could check his driveline, the pt's speed suddenly dropped down to 5000 rpms, then to 2100 rpms, and then "pump stop" with "no flow" was displayed on the monitor, with no audible alarm. This occurred within approx 30-60 seconds. When the pt's mask was tied and his arms were down, the issue resolved. The pt was not symptomatic during the event. An echo was performed and "nothing abnormal" was found. The pt's system controller was exchanged and the issue was resolved. The vad coordinator had the pt repeat all of his steps (tying the mask on) and there was no change in the pump speed. The pt remains ongoing.